Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a stent damage occurred. The target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). The lesion was not predilated. A 2.50mm x 12mm liberté stent had encountered a resistance while advancing the stent delivery system to the rca, consequently, the stent's struts opened. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status is stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a liberte/veriflex stent delivery system (sds) with stent and a shelf box, product pouch and carrier tube (hoop). The balloon was tightly folded and the stent was secured on the balloon between the markerbands. Magnified and visual inspection confirmed there was no damage to the stent. The outer and inner shafts were perforated at the exit notch distally for 6cm. The outer and inner shafts were buckled/bunched at the end of the perforation distally for 7cm. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that a stent damage occurred. The target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). The lesion was not predilated. A 2.50mm x 12mm liberté¿ stent had encountered a resistance while advancing the stent delivery system to the rca, consequently, the stent's struts opened. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.